Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure, ¿keeps getting errors m-02/c-00¿, was confirmed and reproduced on erbe connected to the system. System logs showed 25913 m-02, c-83, 4-88, and 4-89 errors. A visual inspection showed a deep scratch to the metal side cover. M-02-6/c-83 errors on start-up erbe unit that was placed on a golden system and was run in normal mode. The probable root cause is attributed to a module timeout error on the generator caused by a component failure. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called in to report that the integrated electrosurgical unit (iesu) or erbe kept getting errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple c-83 and port 4 errors. The tse recommended to power cycle the erbe, but the surgeon wasn't having any issues with energy, so he elected not to stop the procedure to power cycle the erbe. Prior to calling in, the customer did swap the instruments and the power cords. The customer would power cycle the erbe after the procedure and may call back. Later, the customer was able to power cycle the erbe generator after the surgeon decided to stop using the da vinci system. The system was unable to test due to no test instrumentation. After hard and soft power cycling several times, the erbe was giving an m-02 fault. The tse had the customer disconnect all of the activation cables and power cable. Then, only hooking power cable up but the error was still present at power up. The tse explained that a repeated m-02 error would require a replacement and suggested that they could use a covidien generator as a backup. It is unknown at this time if the procedure was completed using the same generator. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due errors m-02 and c-00. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Updated annex c to c0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.